Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes caps were discovered to be discolored. The following information was provided by the initial reporter: discolored tube cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/20/2020. H.6. Investigation: bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes tubes caps were discovered to be discolored. The following information was provided by the initial reporter: discolored tube cap.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes caps were discovered to be discolored. The following information was provided by the initial reporter: discolored tube cap.